Event description:
Allegedly the end user sustained a foot injury when the power wheelchair unexpectedly ran over his foot. End user sought medical attention and went to the hospital, however no physical injury was reported.